Event description:
(B) (4)

Event description:
It was reported the device reached eri (elective replacement indicator) in approximately 12 months. Review of device data found 'no obvious reason' for the depletion after one year. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) actual longevity is < 80% of 99.9% longevity limit; the device was fully functional, with no high current drain or evidence of battery problems. Without the history of the programmed settings throughout its service life, there is no way to determine why the longevity did not match the predicted model. Performance data from the device indicates the device recorded eri (elective replacement indicator) approximately 12 months after implant.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: the actual device was not received for evaluation. Performance data from the device indicates the device recorded eri (elective replacement indicator) approximately 12 months after implant.